Manufacturer narrative:
The AED and battery pack associated with this complaint have been requested to be returned, however, as of (B)(6) 2016 they have not been received. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
A customer (a biomed company) reported that when they were testing the unit with a simulator, it will not go past the analyzing stage.